Event description:
Customer reported a failed battery alarm on his insulin pump. He cleared the alarm and replaced the battery, but the device alarmed failed battery on the restart. Customer's blood glucose is 88 mg/dl. He is unable to troubleshoot because he is driving. He was advised of possible battery issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).